Event description:
The customer reported that the system displayed a "cine disc not available" error message, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge was replaced and the power supply voltage was adjusted. The system was then found to be working as intended.